Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator exchange, the right ventricular lead exhibited high capture thresholds and high, out of range impedance. The physician explanted and replaced the lead. There were no patient consequences throughout.